Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a clinical trial study for a pulmonary vein isolation (pvi) ablation procedure, a polarxfit balloon catheter was selected for use. Upon ablation of the left superior pulmonary vein, effective cooling was not observed, and the ablation was stopped. Additional successful ablations followed. No further details were provided. There is no report of patient harm. The product is not expected to be returned for analysis.

Manufacturer narrative:
Correction to previously reported d2b pro code (product code). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
Polar smart clinical study (B)(4), subject ID (B)(6). During a clinical trial study for a pulmonary vein isolation (pvi) ablation procedure, a polarxfit balloon catheter was selected for use. Upon ablation of the left superior pulmonary vein, effective cooling was not observed, and the ablation was stopped. Additional successful ablations followed. No further details were provided. There is no report of patient harm. The product is not expected to be returned for analysis.